Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a valve n valve case of a 26mm sapien 3 ultra resilia valve inside a failed 27mm edwards perimount surgical valve, in aortic position via transfemoral approach. During the procedure, the 26mm sapien 3 ultra valve was successfully deployed. This was followed by a second inflation using an edwards balloon, and subsequently, two additional inflations with a 28mm non-edwards (non-ew) balloon. The procedure was completed without complications. However, the patient returned to the hospital presenting with fatigue, which was attributed to moderate aortic regurgitation. As a corrective measure, a second sapien 3 ultra resilia valve was implanted at nominal volume. This intervention successfully resolved the issue, with no residual paravalvular leak or aortic regurgitation observed. As per medical opinion, the perceived root cause of the regurgitation was leaflet damage from the post-dilation with the non-ew balloon.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: thv implanted inside a surgical valve. Aortic valve regurgitation observed. Second thv implanted inside first thv. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint for intravalvular leak is confirmed based on evaluation of the provided imagery, while the complaint for valve damage was unable to be confirmed due to unavailability applicable imagery or medical records. A review of the DHR. Lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''the 26mm edwards s3 ultra valve was successfully implanted, and a second inflation with the edwards balloon was performed followed by two inflations with a 28mm true balloon. There were no procedural complications. The patient returned to the hospital with fatigue symptoms due to moderate aortic regurgitation. Consequently, a second sapien 3 ultra resilia valve was deployed. The implanters have determined that there may have been leaflet damage''. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, due to insufficient information, a definite root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.